Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
A healthcare professional reported bilateral capsular contracture (baker grade iii) and rupture of left device. The device has been explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s), for the device related to the reported event of rupture and capsular contracture was reviewed on (B)(6) 2022. Visual analysis of the photographs identified, through the photos provided. It is not possible to determine, the lot number and catalog. Observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Healthcare professional reported, capsular contracture, (baker grade iii). And rupture of left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed opening striated on posterior side assessed as surgical damage. ¿capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ yellow particles on the surface of the shell. ¿ crease fold observed.

Event description:
A healthcare professional reported bilateral capsular contracture (baker grade iii) and rupture of left device. The device has been explanted.